Event description:
Reporter states the pt tested "hi", greater than 600 mg/dl, on the inform system while a lab drawn within 10 minutes returned as 92 mg/dl. Reporter stated patient had no signs of hyperglycemia. Reporter stated not knowing whether any actions were taken or if there was a delay of treatment. A request was made for the return of the suspect device and replacement product was sent.